Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012 the reporter contacted animas and alleged the following: she is experiencing an intermittent power issue with the pump. While at work she received a low battery alarm. She said she was unable to change the battery at that moment but as soon as she got home she changed the battery. She said on initial replacement of the batteries, the pump did not power up at all. Patient then obtained two more new batteries and put them in the pump and the pump powered up after insertion of the third battery. She denies any damage or trauma to the pump or moisture ingress. Patient replaced/rebooted pump today (B)(6) 2012 and prior date of (B)(6) 2012 when replacing the battery when received low battery/replace battery alarm. Customer technical support (cts) confirmed that there was no damage to battery cap or battery compartment. Patient verifies that the battery cap was securely placed on the pump and the yellow o-ring was not visible. The threading around the battery cap and inside the battery compartment were intact. Cts advised the patient to go to an alternate method of delivery. There is no allegation of a blood glucose excursion related to this issue. A replacement pump is being sent and patient was advised to contact cts for replacement pump programming and pairing. This complaint is being reported as the intermittent power issue did not resolve with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no reboots were duplicated during testing. Unusual reboots were observed in the black box on the reported failure date. Inspection shows no physical damage to the battery compartment. Battery cap threads are observed to be intact and measurements were within specification. The battery cap fits securely and the electrical connection is maintained. The pump powered on normally with no alarms. Performed pump "ez-prime" successfully and ran for 24 hours with no power issues. Pump was opened and inspected, no defects or moisture ingress were found to the power flex or on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.